Manufacturer narrative:
The lot was manufactured between april 25,2019 and april 26, 2019. The device was received for evaluation. Visual inspection revealed a leak/backflow at the fillport when the fillport cap was removed. Further inspection on the device revealed the cause of the leak/backflow was due to an acrylic particle measured to be 2.23 mm in length, lodged under the device checkband. The reported condition of leak was verified; however the cause of the particulate under the checkband could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the fillport prior to patient use. The customer had successfully prefilled the device with 130ml of glucose. When the customer removed the cap to inject the chemotherapeutic solution, the glucose started leaking out. There was no patient involvement. No additional information is available.